Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse advised the customer to fully charge batteries overnight. The fse let the iabp overnight until the following day. The customer confirmed that the iabp unit operated overnight with no issues. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.